Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet field svc tech. Complete performance and functional testing was conducted with no malfunctions detected. The device performed according to the MFR specifications. The device was returned to use after servicing. (B)(4).